Event description:
It was reported, the patient will have the ipg revision. The reason is unk. Follow-up identified the ipg was relocated from the right buttocks to the right flank below the rib cage on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.